Event description:
In this event it is reported that a reciproc blue files, 6x, sterile had a handle separation during use.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Summary: a handle part belonging to a reciproc blue file r25 8/100 25mm 025 was returned. Issue experienced by the customer is rather a handle separation than a breakage. Nothing unusual to report was found during DHR review (batch #1852468). The handle has no crack so the root causes of the separation can be the following ones: separation may be the consequence of an oversized handle hole. Because material is subjected to deformation during clamping operation, this dimension cannot be verified on the returned component (not representative). Separation may be also the consequence of an undersized niti shank diameter. Diameter cannot be measured neither because the component is not available. Separation may finally result in a too strong traction strength applied by the customer to remove the file, maybe after a file blocking in the canal. This cannot be quantified. For information, customer normally doesn't have to force to remove the file. Root cause of the separation is not formally identified. We will track this kind of event and monitor the trend.